Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up and upon interrogation, it was observed that the left ventricular lead exhibited elevated thresholds. A microdislodgment was suspected. The device was reprogrammed during a node ablation procedure on (B)(6) 2015. No patient symptoms were reported.